Event description:
It was reported that during a treatment procedure to place an atrioventricular fistula, this guide wire became entangled with the wanda balloon. The pt was asymptomatic during this event. The guide wire was advanced without difficulty, and the wanda balloon advanced easily on the guide wire. After dilatation, attempts to remove the wanda balloon were unsuccessful, so the balloon and the guide wire were removed from the pt as one unit. When viewed outside the pt's body, it was noted that the balloon and guide wire had gotten tangled. Another pta guide wire and wanda balloon were used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.